Event description:
During a follow up, an allegation of premature depletion on the pacemaker was reported. There was also inadequate capture and output noted. The device was successfully explanted and replaced and the patient was stable.

Manufacturer narrative:
The complaint of premature depletion was confirmed. The device was received at elective replacement battery voltage. Further analysis of the device revealed no evidence of high current that would result in the observed voltage trend. The device battery was sent to an external lab for analysis where an anomaly in the battery was found that may have contributed to the premature depletion of the battery.